Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: model: 5076-52, lead; implant: 2006-(B)(6). (B)(4).

Event description:
It was reported by the patient that their bi-v implantable cardioverter defibrillator (ICD) was beeping and they were concerned about device longevity. Patient also stated they were feeling "pin shocks from my heart to the left side." The device has been removed and replaced due to reaching elective replacement indicator (eri) earlier than anticipated. No patient complications have been reported as a result of this event.